Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient's wife reported that the patient had a rash under the rear therapy electrode pads. It was reported that the rash started out as small bumps, similar to a heat rash and that it started to smell funny and began peeling. Per the patient's wife, the patient went to a doctor who prescribed a fungus cream, as it was a yeast infection. The patient's wife also reported that the patient would take the lifevest off for long periods of time and the rash would completely heal and then come right back. During a follow up on (B)(6) 2015 the patient's wife reported that the rash was continuing to "come and go" but that the patient was going to receive an ICD. The final medical outcome of the irritation is unknown.